Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. After device placement, slight bleeding was noted from the breakaway point of the peel-away sheath following removal of the dilator. The clinical team addressed the issue by switching to a short sheath, which resolved the bleeding. No further issues occurred, and all best practices were followed. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 product problem and h6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.